Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After replacing the suspect part, the hardware, software, and instruments passed the system checkout. The system was returned to service fully functional. The hardware investigation found that the reported event was related to an electrical issue. Confirmed reported problem "frame rate error". Umbilical cable failed gbit bench test. Found a broken wire pin 7 lemo end. The reported issue was confirmed to be caused by an electrical failure. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the medtronic imaging system displays an "image frame rates are below recommended levels" error. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.